Event description:
It was reported that 2 boxes of syringe 0.3ml 30ga 8mm 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: it was reported that the expiration dates were not on the box. A second (B)(4) was created to capture mat#928852 with lot#5229810. Verbatim: pharmacy calling with 2 boxes walgreens syringe noted the exp dates not on the box. Pharmacy reported found full box of walgreens insulin syringe 30g, 0.3ml 8mm with lot # 6347590. Lot # 6347590. Catalog# 928855. Date of event (B)(6) 2021. Sample no. Pharmacy reported found full box of walgreens insulin syringe without exp dates."

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 boxes of syringe 0.3ml 30ga 8mm 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: it was reported that the expiration dates were not on the box. A second pr 2643777 was created to capture mat#928852 with lot#5229810. Verbatim: pharmacy calling with 2 boxes (B)(6) syringe noted the exp dates not on the box pharmacy reported found full box of (B)(6) insulin syringe 30g, 0.3ml 8mm with lot # 6347590, lot # 6347590, catalog# 928855, date of event (B)(6) 2021, sample no. Pharmacy reported found full box of (B)(6) insulin syringe without exp dates".